Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited non-sustained right ventricular oversensing. The oversensing was not reproducible. No other lead anomalies were noted. No device intervention was performed.